Event description:
On april 28, 2022, caire was notified of the below incident by vitas healthcare: the patient stated that he found cigarettes in a dresser drawer. He went outside his apartment and lit a cigarette. The pcg notified vitas. 911 was called at 1449. The patient receives continuous hi-flow oxygen at 10 lpm from two concentrators (s/n (B)(4)). The patient said "it was my fault". He said that he thought he had turned off the oxygen. The patient sustained second degree burns to his nose, mouth, and cheeks. There was redness of the nares. The patient was transported to the emergency room at 1515 on 4/24/2022. The patient went ama from the emergency room at 0332 on 4/25/2022. Ref. 3004972304-2022-00016 for report for s/n (B)(4).

Manufacturer narrative:
Caire is attempting to have the two newlife intensity units involved in the incident returned for an investigation. If any new information is discovered, a follow-up report will be submitted. Ref. 3004972304-2022-00016 for report for s/n (B)(4).